Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the fluid had backed up into the primary line from the secondary line, and was returning to the drip chamber. Visual inspection also revealed that two hangers were used on the primary set. Per the product labeling provided with the secondary set, one hanger should be used to lower the primary set. The reported condition was verified. The cause of the condition could not be determined through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy drug backed up into the primary line of a continu-flo set during infusion. The nurse was able to complete priming. There was no patient injury or medical intervention associated with this event. No additional information is available.